Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer reported that on an unspecified date, he received an unspecified sensor scan result and experienced disorientation. Customer was unable to treat himself and was taken to a hospital where a reading of 38 mg/dl obtained on a hcp meter. Customer was diagnosed with hypoglycemia and treated with intravenous glucose. No further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer reported that on an unspecified date, he received an unspecified sensor scan result and experienced disorientation. Customer was unable to treat himself and was taken to a hospital where a reading of 38 mg/dl obtained on a hcp meter. Customer was diagnosed with hypoglycemia and treated with intravenous glucose. No further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer reported that on an unspecified date, he received an unspecified sensor scan result and experienced disorientation. Customer was unable to treat himself and was taken to a hospital where a reading of 38 mg/dl obtained on a hcp meter. Customer was diagnosed with hypoglycemia and treated with intravenous glucose. No further treatment was required. There was no report of death or permanent impairment associated with this event.